Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the manifold/hub was not returned for analysis therefore it was not possible to identify the catheter batch/serial number. A visual examination of the stent found that the stent was damaged across the whole length, stent struts were misaligned, lifted and deformed. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 938mm distal of the strain relief and a hypotube break immediately adjacent to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink 22mm distal of the mid-shaft bond. The bi-component bond showed no signs of damage or strain. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-dec-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the left main (lm) artery. After pre-dilation was performed using a compliant balloon catheter, a 12x4.0mm promus premier¿ stent was then advanced but failed to cross the lesion. The device was completely removed from the patient. No patient complications were reported and patients' status was stable. However, returned device analysis revealed stent damaged.